Event description:
The end of a curette broke off during use in the femoral canal. Unable to find the end of the curette. X-ray shows distal to the component of the hip prosthesis within the cement is a metallic density fragment measuring 6 x 3 mm.